Manufacturer narrative:
Due to device malfunction during surgery, it was determined that this event is reportable. There were no patient injuries in this incident.

Event description:
During a liquid evacuation procedure, the lower lipofilter chamber did not empty properly. Fat began to come down into the lower chamber and be evacuated into the waste canister preventing use of the fat as originally planned.